Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated creatinine result while using the architect c4000 analyzer. The customer generated an initial result of 253 umol/l and a retest result of 81 umol/l. The retest result aligned with the patient history. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. The patient sample and the instrument logs were not available from the customer. Based on the available information no product deficiency and no malfunction of the architect c4000 analyzer, list number 02p24, was identified.